Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
He customer reported via phone call that the insulin pump received motor error and beep anomaly. The customer¿s blood glucose level was unknown. The customer reported that they received a motor error alarm. Customer reported that they cannot hear the pump beep anymore. The customer stated that the insulin pump was neither beeping nor vibrating currently. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer reported that the drive support cap was normal. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to backup plan, per health are professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify audio or vibrate anomaly, failed battery test alert and excessive no delivery alarm due to buttons not responding. Device received with broken belt clip slot.